Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e delorenzi, c. (2014). "Complications of injectable fillers, part 2: vascular complications." Aesthetic surgery journal / the american society for aesthetic plastic surgery 34(4): 584-600.

Event description:
This case occured outside of the us, in (B)(6). According to the information received on 02 july 2021, a patient was injected on (B)(6) 2021 with 2 ml of teosyal rha 4 in the forehead. On (B)(6) 2021, the patient experienced an occlusion of the trochlear artery as well as an erythema on the forehead, and was treated with a diluted vial of hyaluronidase on the same day. A medical expert contacted the injector to provide treatment recommendations and confirmed the diagnosis of vascular embolism. As per the follow up information received on 06 july 2021, the patient was being seen twice a week by the injector and treated with led light therapy, and symptoms were improving.